Event description:
As physician getting ready to reaccess the vein, it was noted that the sheathing was gone from the guidewire in an eighth of inch segment. Upon fluoroscopy piece could be seen. Patient taken to operating room for catheterization and retrieval of foreign body. Reason for use: insertion of portacath.